Event description:
It was reported that an avalon cannula in use on a pt who had been on ECMO for 80 days awaiting a transplant had an emerald green area appear on the drainage limb near the split. All cultures were negative. No reported implant to pt. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Since the device is not available for investigation a technical evaluation can not be performed.